Event description:
A medtronic representative reported that the position sensor unit (psu) of the stealthstation s7 is cycling. This event did not occur during surgical use. No patient was present.

Manufacturer narrative:
No patient was involved in this event. The initial report was received on (B)(4) 2012 and found to be a non-reportable malfunction based on the information available. On (B)(4) 2012, new information was provided regarding the nature of the failure and the decision was changed to a reportable malfunction. The cable connection between the system control unit (scu) and the position sensor unit (psu) was replaced on the system at the site. After replacing the cable the system tested fully functional. The suspect cable has not been returned to the manufacturer for evaluation.